Manufacturer narrative:
The facility's biomed manager ray furlong reports that the device is to remain unrepaired, with no further action planned, due to cost. The device is to remain indefinitely sequestered at the facility. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed due to a patient wye blocked reference failure. There was no patient involvement.